Event description:
The customer reported a bad iris pot error appearing on mainframe display.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.